Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 240 units of insulin. Customer attempted to load a new cartridge and subsequently received a cartridge alarm 30 during the load sequence. Customer's blood glucose level was 386 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.